Manufacturer narrative:
Additional concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture causing inappropriate therapy, impedance changes, short v-v intervals and oversensing. The lead was reprogrammed and replacement scheduled for the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.